Manufacturer narrative:
The insulin pump was unable to prime during prime alarm test and motor error alarmed during basic occlusion test due to faulty force sensor system. The pump was unable to confirm excessive no delivery alarms due to prime anomaly. The pump passed displacement test. The motor tested okay. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 562 mg/dl. The customer treated the high readings with manual injection. The customer stated that she received no delivery messages while trying to bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was assisted with the self-test. The customer stated that the self-test passed. The customer was advised to monitor the pump.